Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Pericardial effusion was confirmed by intracardiac echocardiography after the procedure was completed. Drainage was performed and the patient returned to the room after symptomatic improvement. Blood pressure was dropped to the 60s temporarily, but after the drainage, the blood pressure was recovered to 100s and the patient returned to the room. The drained blood was venous blood. The physician's comment on the relationship between the event and the product is that the event may have occurred when the patient¿s breathing got deep during cavotricuspid ishmus (cti) ablation. Patient was reported to have improved. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force sensor error (106) was observed due to an open circuit in the tip area, no other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The force issue observed was not related to the adverse event reported. The potential cause of the open circuit causing the force issue could not be conclusively determined. The potential cause of the adverse event remains unknown. The physician's comment on the relationship between the event and the product is that the event may have occurred when the patient¿s breathing got deep during cti ablation. There were no abnormalities observed before or during use of the product. No error messages observed on biosense webster equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer therefore, the observed failures could be related to the manipulation of the device after procedure, however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An investigation has been implemented to monitor the error 106 failure. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 issue identified during product evaluation by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported patient adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4. UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, noise occurred at the ¿d¿ spine immediately after octaray insertion. The issue was not resolved by reconnecting and replacing cable but resolved by replacing the catheter with another new one. Then it was reported that pericardial effusion was confirmed by intracardiac echocardiography after the procedure was completed. Drainage was performed and the patient returned to the room after symptomatic improvement. Blood pressure was dropped to the 60s temporarily, but after the drainage, the blood pressure was recovered to 100s and the patient returned to the room. The drained blood was venous blood. The physician's comment on the relationship between the event and the product is that the event may have occurred when the patient¿s breathing got deep during cavotricuspid ishmus (cti) ablation. Patient was reported to have improved. Atrial septal puncture was performed with rf needle. Ablation was performed before the cardiac tamponade was identified. Steam pop was not confirmed. There were no abnormalities observed before or during use of the product. No error messages observed on biosense webster equipment during the procedure. Other relevant history includes this being the second ablation procedure. Additional information was later received indicating the patient had fully recovered and did not require extended hospitalization.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).